Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when device was being applied on the cystic artery and vein, there were issues experienced with the loading or firing of the clips. Also, clips fell into the patient's cavity. The clips were retrieved using a grasper and continued to preform the case. There was no patient injury.